Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A healthcare provider reported the patient had good therapy, then about a week prior they started to lose therapy and then the night prior the device started to feel a shocking sensation. The ER doctor turned the ins off and the shocking went away. The ER doctor consulted with the manufacturer representative who said they were not away or any contributing factors and they advised the patient to follow-up with their managing physician. No falls or trauma were reported. The caller reported this was a sudden onset. No further complications were reported or anticipated.